Event description:
Customer reports inconsistent patient inr results with protime when compared to unspecified lab instrument. Patient therapeutic range is 2.0 - 3.0 inr. Patient protime inr 0.8 compared to 2.4 inr on an unspecified lab instrument. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.